Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of low voltage alarms can be confirmed based on the data recorded in the log file retrieved from the returned system controller serial number (B)(6). The log file retrieved from the returned system controller contained data recorded from the time stamp of day 727, 7 hours and 10 minutes to day 727, 16 hours and 11 minutes. The system maintained the set speed with no interruptions. The log file contained some power cable disconnect and low voltage alarms. The investigation was not able to determine if these alarms were atypical or associated with normal battery depletion. The voltage levels presented in the log file for software 4.18 are limited and the different external power sources (14v batteries and power module) are indistinguishable. The recorded alarms did not affect the pump support and the system maintained the set speed with no interruptions. The system controller was functionally tested and was found to function as intended. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The shop orders were reviewed and the records revealed the system controller was manufactured in accordance with manufacturing or qa specifications. Patient handbook instructions for use covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. The patient handbook advises the user to call the hospital contact person if there is any questions or concerns regarding the heartmate ii lvad equipment including the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low voltage alarms. Log files were submitted for review and recorded just over 7 hours of data during this history. This reduced overall history was due to frequent pulsatility index (pi) events. The clinic swapped the patient's system controller on (B)(6) 2024 due to low voltage alarms. The patient was having incessant low flows on the new controller. Low flow controllers were ordered, and the patient was switched back to their original controller. Shortly after leaving the clinic, the patient had another low voltage alarm. Additional log files were submitted for review and captured multiple strings of low flows as mentioned during the majority of the roughly 3-hour length of the log file history where the low flow estimator dropped below 2.5 lpm. The pump was also seeing a reduction in blood volume. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flow events seemed to be a patient related issue and not an equipment related issue. The patient was swapped to a new controller on 03may2024. On 08may2024, the patient reported audible alarms that occurred hourly and sometimes more frequently. There was no evidence of them in the event history. The batteries, battery clips, and patient cable were routinely replaced. The patient was admitted and would be monitored for additional alarms. Additional log files were submitted for review and captured persistent pi events. The log file did not show any active alarms or events aside from pi events. The clinic was not able to reproduce any of the alarms. Additional log files were submitted for review on 09may2024 and captured roughly 22 hours of additional data. During this time the log recorded pi events as well as a few power cable disconnect alarms.